Event description:
It was reported that approximately 12 years post-implantation, the patient underwent a right hip revision due to trunnionosis and a pseudotumor. The cup and stem were retained.attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). D10: cat# 00620005622, lot# 61790431, shell porous with cluster holes. Cat# 00625006535, lot# 61825114, bone screw. G2: foreign ¿ event occurred in canada. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.